Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup & head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints were identified for the head and this will continued to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without the details of the devices, medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. No medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision surgery was performed due to loosening of the femoral head device.